Event description:
It was reported that the transfer set had black spots on it. This was found before use. There was no patient involved. No additional information is available. This is report 6 of 6 for this event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. During visual inspection, embedded and loose particulate matter not in fluid path less than .60 sq. Mm/tappi was noted. Leak testing, clear passage testing, clamp function testing, torque engagement testing, and integrity of the seal surface testing were performed with no issues noted. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.